Manufacturer narrative:
The event occured outside the united states. While this product is not sold in the united sttes, it is like or similar to a product marketed in the united states:

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin.